Event description:
It was reported that during an inferior vena cava (ivc) filter placement procedure, deployment difficulties occurred. The 12 fr greenfield femoral titanium filter was advanced to the ivc and the delivery sheath was fully retracted. Upon attempting deployment, the filter became caught in the delivery sheath. The physician was able to "apply a lot of force" to successfully deploy the filter. The procedure was completed and no patient injuries or complications were reported. The patient's status is reported as "ok".

Manufacturer narrative:
The complainant indicated that the filter remains implanted and the delivery device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.